Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case it was reported that the device was explanted after an implant duration of approximately one month. Through follow-up with the health-care provider, it was learned that the device was explanted due to a perivalvular leak caused by a suture loop. According to the operative report, the pericardial valve cusps were all intact without perforation. However, there was an indentation at the top of one posteriorly 1-mm from the top of the post probably due to a valve suture, which had been wrapped around it. There was no tear of the leaflet at all and it seemed very unusual that there was so much mitral insufficiency since there was very little compromise of the coaptation area since it was right near the top. Upon removing the valve, the sutures were all removed uneventually and there was one particular suture that was longer than usual and this probably represented the slight looping at the top of the strut. Once the valve was removed, the entire valve appeared normal except for a slight crease at the very top of one strut. It was hard to believe that this produced all the mitral regurgitation.

Manufacturer narrative:
(B)(4). Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Suture loops occur when a suture is caught on the stent post or commissure and prevents the leaflets of a bioprosthetic heart valve from functioning properly. This occurs due to improper technique or poor visualization of the valve during implantation, and is not a malfunction of the device. In mild cases, it may go undetected and may cause mild regurgitation. In other cases, severe regurgitation may result which may be detected during the procedure or at some later time during the post-operative period, which may require reoperation. Edwards valves have a specialized holder designed to prevent or minimize suture looping. The instructions for use (IFU) contain the following caution statement: caution: avoid looping or catching a suture around the open cages, free struts or commissure supports of the valve which would interfere with proper valvular function. The IFU further instructs the surgeon on how to avoid suture looping.